Manufacturer narrative:
D2b pro code (product code): qrb. Block b3: approximated based on the date the manufacturer became aware of the event.

Event description:
It was reported that the patient underwent revision procedure and was doing well postoperatively. Explanted device was not returned.